Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the reported event was not reproduced. Although the event was not duplicated, it is possible the event occurred due to a contact failure since corrosion was found on the electrical contacts of the video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the display screen on the hd camera head did not appear, poor contact, and color bar display. The issue was found during the therapeutic transurethral resection procedure. The procedure was completed by turning the power off and on again. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the colored bar display appeared, poor contact with the video connector and video connector contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.